Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chronic coughing and states that her pulmonary condition has worsened since using the machine. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic cough and patients pulmonary condition worsened. There was no report of serious patient harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui panel, sd cover flip door, accessory module flip door, panel, rear panel, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown contaminate was found on the inside of the bottom enclosure, inside the ui panel, inside the rear panel. Hairlike substance was found inside the bottom enclosure, inside the blower, rear panel inside the ui panel, blower. Liquid ingress was observed on the. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were unable to directly address the patients' symptoms. And they did observe dust/dirt contamination in the air path, likely from a source external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.